Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl and bruises; cause was not known. The customer alleged that the pump was "not fully functioning"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed.